Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a hi-pot test. The cause for the failure was isolated to the electrode belt distribution node (dn). The inulsation on the front pulse wire in the distribution node was worn off, causing a short to the dn pca. The root cause for the worn insulation could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages and arrhythmia alarms.